Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed carbon dioxide (co2) result. Hsc has reviewed the information provided by the customer and the instrument data log. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. Repeat of the same sample yielded expected results. No potential product problem has been identified. The system is fully functional. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same dimension vista system and a higher result was obtained, considered correct, and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide (co2) result.